Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at follow-up, egm showed noise when the patient moved his arms. The lead remains implanted.